Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation.

Event description:
It was reported that an alert in latitude system was encountered which revealed that this pacemaker was in safety mode. A device replacement was successfully performed. During the replacement procedure, the right ventricular lead was damage but successfully replaced. No additional adverse patient effects were reported.